Event description:
The clinician reports the implant was inserted (B)(6) 2013 in fdi 22 of the patient's mouth. On (B)(6) 2019 fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.